Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause due to environmental contamination. An extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This in turn cause the blower damage due to overheating. Completed repair and replacement of the device.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been return for investigation however, the log files and screen shots provided, shows the following: zero calibration failed and during idle reliability test, some error messages are visible. The screen shot shows that the blower pressure is 23.54mbar while blower current is 65a. The voltage is 10.52v and speed is 22423 rpm at 30%. When the inspiration port is blocked, the ppat insp is 16.22mbar. No flow recorded on flow insp. It is was determined that the most likely cause of the issue was due to defective inspiration block. The technical support initiated a request to send the faulty valve to fa lab for further investigation.

Event description:
The customer reported bellavista 1000 inspiration valve or device leaky and fail safe alarms are active after start up. Furthermore, there was no patient involvement associated with the event.